Event description:
It was reported that during an internal carotid artery aneurysm case, subject stent was used. During the delivery process, the physician noticed that the subject stent had deployed within the microcatheter. Consequently, the physician withdrew both the microcatheter and the stent together, with the stent remaining at the hub of the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during an internal carotid artery aneurysm case, subject stent was used. During the delivery process, the physician noticed that the subject stent had deployed within the microcatheter. Consequently, the physician withdrew both the microcatheter and the stent together, with the stent remaining at the hub of the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient. Update: based on additional information received, it is clarified that the subject stent was not deployed prematurely inside the microcatheter during use. It was completely deployed inside the hub.

Manufacturer narrative:
D4 gtin - added h4 manufacturing date ¿ added d4 expiration date - added b1 adverse event - corrected - no malfunction b5 - executive summary - updated h1 type of reportable event - corrected - no malfunction due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis. It cannot be confirmed if the device met specification, as the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained during the procedure. It was reported that 'an microcatheter (with an inner diameter of 0.0165 inches) was used to deliver the stent. During the delivery process, the physician noticed that the stent had deployed within the microcatheter. Consequently, the physician withdrew both the microcatheter and the stent together, with the stent remaining at the hub of the microcatheter'. In the additional information received, it was reported that 'during the delivery process' refers to during delivery into the hub. And it was clarified that the stent completely deployed inside the hub. While there are a number of potential causes for the as reported event, the most likely reason is that the introducer sheath was not advanced sufficiently distally inside the microcatheter hub. This can lead to the stent beginning to deploy into the gap that is created between the distal end of the introducer sheath and the proximal end of the microcatheter lumen. The as reported stent deployed prematurely during retraction/re-sheathing will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during set-up. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.